Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the attempted left ventricular (lv) lead became stuck in the side port of the delivery catheter valve and could not be removed. The products were withdrawn and a new lead and catheter were used without complication. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal electrode of the lead had an issue. Visual analysis of the lead indicated damage at implant. The analyst noted the distal electrode was stuck in side port of the hemostasis valve. If information is provided in the future, a supplemental report will be issued.